Event description:
Overdelivery reported. The pump was reported set in infuse lipids to "an infant girl" at 1ml/hr with a total volume to be infused of 3ml. The nurse reports that air in line alarms occurred. An abbott rep was at the facility at the time, and she observed the display to show the infusion rate to be 200ml/hr and the total delivered to be 1.6ml. She instructed the nurse on how to clear the air by having the pump backprime into a syringe. The pump was then reset to the ordered infusion rate of 1ml/hr. Approx 1.5 hours later, the nurse reports that an overdelivery had occurred. The infant had rec'd a total of 41 ml for the day with an expected delivered amount of 19ml. She also reported that of the 41ml total. 30ml had infused in the last hour. The settings had been verified correct by her and the abbott rep when the air alarm was cleared. The total infused at that time had been 1.6ml. After the report of overdelivery, the screen indicated an infusion rate of 1ml/hr and a total volume infused of 52.8ml. The infant experienced an elevated triglyceride level. No medical intervention was required. The infant did not exhibit any respiratory distress or change in vital signs. No pt harm or adverse sequelae were reported. Customer would not provide any further pt or clinical info. No additional info was available.